Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's eol elective ipg replacement on (B)(6) 2025, physician noted that the patient's octrode leads were frayed/fractured. Patient experienced ineffective therapy prior to the ipg replacement. As a result, the leads were explanted and replaced on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.